Event description:
It was reported during a therapeutic transurethral resection of the prostate procedure, the generator exhibited an e433 error code. The procedure was completed with an olympus back-up device. There was a delay, but there were no reports of any patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.